Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 539 mg/dl, 152 mg/dl, 146 mg/dl and 150 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he drank orange juice thirty minutes prior to the 539 mg/dl result and he went to get more orange juice after the 539 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.